Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(6), as a result of warning letter cms# (B)(4). A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. No product was returned by the customer. As a result, a complaint investigation / product evaluation cannot be performed. Additional information: repair notes provided in initial report were from a field service technician that performed work at the customer facility.

Event description:
Information was received indicating that a smiths medical medfusion pump had been previously inspected for primary audible alarms. A smiths medical technician re-inspected the pump due to reports of additional primary audible alarms (paa). It was reported that the pump had additional paas after multiple inspections of the j9, with no obvious issues with the main speaker. A smiths medical technician completed device repair at the site and a paa background test error was found. The condition of the j9 connector was correct per paa procedure and the glue had good coverage all the way to the board. The issue was discovered during bench testing and there was no patient involvement.